Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the plate broke soon after bending with bending pliers. The breakage occurred at one of the screw holes held by the bending pliers. The surgeon used another plate to complete the surgery as the reported plate was unusable. There was no delay in the surgery or report of patient harm. The complaint is alleged against the plate only. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was not implanted or explanted. Part return was reported on the first follow-up report. Date updated in the appropriate field on this report. Product investigation summary: our investigation of the received article has shown that the implant is broken at one screw hole, as mentioned in the complaint description. The device history record for this article and lot number was reviewed and it was manufactured according to specifications in september, 2014 with no issues or deviations during the process. It is likely that too much applied mechanical force was applied by bending. As mentioned in the complaint description: "the breakage occurred at one of the screw holes held by the bending pliers.¿ to prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.